Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2012, the distributor contacted animas, stating that the up arrow, down arrow, and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2014 with the following findings: on examination, the keypad was intact without damage. On testing, all the keypad buttons had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.